Manufacturer narrative:
H10: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An analysis of the customer provided image found a blurry image making it impossible to confirm the part and lot numbers. However, it is possible to find yellowish discolorations on the packaging. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review identified similar reported events; however, no distinct trend has been observed for the reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (investigation findings).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the surgeon found discoloration on the package of the rapid rhino and thought it was just the packaging, and used the products on patient. However, after an ent procedure, while extracting out one product from patient the next day, the rapid rhino air inflation tube came off, leaving the balloon inside patient, the surgeon requested for a tooth forceps to pull out the balloon inside the patient nostril. No further complications were reported.